Event description:
It was reported that the patient presented during follow-up in clinic in (B)(6) 2021. Upon review of the pacemaker, high pacing impedance was noted on the right ventricular (rv) lead. On (B)(6) 2022, the physician capped the rv lead and implanted a new system on the other side of the patient. The patient was in stable condition throughout the procedure.